Event description:
Pt was in cath lab for known intervention to circum flex. During angioplasty of circumflex with balloon inflated, an air embolus of unk origin was noted to be present and travel from distal end of catheter into the lad. Pt's status then became unstable. A code blue was called and CPR was initiated. Pt had rapid normalization of hemodynamics and recovered with no ill effects.